Event description:
The FDA contacted physio-control as the result of a customer submitted medwatch report ((B)(4)) to advise physio of a patient event involving a physio-control device. The customer had reported that their device powered off by itself and then powered back on. There were no reports of adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
(B)(4). After multiple attempts, physio-control has been unable to obtain additional details regarding the reported issue. The initial reporter is no longer employed at the user facility and the current contact has no information about the event, or the device involved. Based on the information available, there is no evidence that the device has been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Manufacturer narrative:
The customer was able to provide physio-control with the serial number of the device used during the event, which was (B)(4). No further information about the patient or the event were provided. Physio-control was able to confirm that the device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.